Event description:
A revision was carried out on a patient. The hospital report states that the explanted femoral component was internally rotated, the patella component was worn and delaminated over the lateral facet and that the lateral side of the joint was "over stuffed".